Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a ¿scan again in 10 minutes¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure or a loss of consciousness and required third-party intervention by a relative, a neighbor, a friend who provided insulin/glucagon or other medication as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a ¿scan again in 10 minutes¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure or a loss of consciousness and required third-party intervention by a relative, a neighbor, a friend who provided insulin/glucagon or other medication as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.